Event description:
It was reported that the low-voltage pacing lead could hardly be fixed. After repeated operation, blood flowed into the lead and the helix could not be screwed out. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The analyst noted the helix did not extend and retract within specification due to the proximal conductor being stretched. This prevented proper torque transfer from the is-1 pin to the helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.